Manufacturer narrative:
Unit had unresponsive buttons due to corroded keypad traces. Unable to perform operating current test or verify battery out limit due to unresponsive buttons. Unit had cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, and missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit every time she inserted a new battery. The battery out limit alarm was stuck on the screen. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was 269 mg/dl. She treated her blood glucose level with a syringe. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.